Event description:
It was reported that the patient presented for lead replacement procedure. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was reprogrammed. The patient experienced no consequences.